Manufacturer narrative:
Analysis was able to confirm the customer comment that the epg had a damaged ventricular port, both output connectors were broken. It was also identified that the lower case was discolored. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular port. No patient complications have been reported as a result of this event.